Event description:
Customer reported no delivery alarms. The customer stated he attempted a bolus for 10 units of insulin when he received the no delivery alarm. The customer stated he had only received 6 units of insulin, but the insulin never went into his body. He also reported a bent cannula. The customer's blood glucose was 81 mg/dl. The customer stated he was unable to troubleshoot at the time of the call. The customer did not want to return the infusion set or reservoir for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.